Event description:
Reportedly the patient was experiencing pain in their right foot, early amputation of fifth toe of right foot (not entire toe), pulsations of peripheral arteries of right foot felt on the common femoral artery (cfa), but distally not evident all the way to foot. During stenting of the mid superficial femoral artery (sfa), with heavy calcification and total occlusion, with contralateral approach, a digital subtraction angiography showed an occlusion of the right sfa which was 94 mm long, recanalisation was performed with a .035" non-abbott hydrophilic guide wire (gw), a non-abbott .035" gw, and then a .018" ht connect 250t. Angioplasty was performed and pre-dilatation was done with a non-abbott dilatation catheter 4x150 mm (130 cm) and a non-abbott 4x20mm (130cm) dilatation catheter. Stenting was initiated through a guiding sheath 6f, 90 cm, and an absolute pro 6x100mm was inserted over the ht connect in the lesion, leaving the proximal part of the stent 2 cm below the tip of the guiding sheath. The absolute pro stent was deployed without any resistance felt. After full expansion of the stent, while trying to retrieve the delivery system into the guiding sheath, resistance was felt with the implanted stent after approximately 3 cm of delivery system was retracted into the sheath. The physician then used extra force to pull out the delivery system where upon it was noticed that the delivery system and the proximal part of the stent had been retracted together and were almost completely pulled inside the guiding sheath leaving the distal part of the stent (1cm) deployed in the right sfa.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After consultation with a vascular surgeon, the physician decided to leave the stent deployed in any part of the vessel (as at least expected complications). However, the proximal part of the stent was captured with the delivery system and was stretching while trying to pull out the guiding sheath. The result was a deployed proximal part of the stent in the left common iliac artery. In cooperation with the vascular surgeons, a right groin arterectomy was performed and the surgeon had to cut the stretched stent to be able to pull out both parts of the deployed stent (proximal part from common iliac artery and distal part from right sfa. A patch plastic was performed involving the common femoral artery and the superficial femoral artery resulting in a patent right cfa, sfa, peroneal artery, below the knee arteries as well, meaning no damages on distal arterial flow. Patch plastic done with no damages, and occlusion of right sfa (which was the initial reason for intervention) in patient due to percutaneous transluminal angioplasty done in prior stenting attempt. A clinically significant delay was reported. Heparin and anisette were given to the patient. Final patient outcome was surgery. The patient status was injury. Patient is still in hospital as expected due to post surgical treatment of surgical wound and doctors medical regulation. The patient did not experience any adverse events during or after event. Patient is recovering well. No additional information was provided. Add'l devices used: guide wire: ht connect .018, amplatz .035; sheath: destination sheath 90cm. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damaged stent was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro .035 peripheral self expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.